Manufacturer narrative:
Concomitant product: bard power loc safety infusion set (prod (B)(4)); therapy date (B)(6) 2015. No product will be returned per customer. No investigation was performed. The root cause of this failure was not identified.

Event description:
The customer reported that a mp valve located on the y-site of a non-carefusion extension set leaked while IV contrast was being infused during the patient's CT angio-chest scan. The CT scan was completed and there was no patient harm. After the CT scan the extension set was flushed with saline and the leak reoccurred. The non-carefusion extension set was bifurcated: one hub was connected to the CT power injector; and the y-site hub had the mp valve connected to it, not in use.